Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with an 810:11 alarm was found in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.